Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had ectopy after the impella placement. The pump was pulled back and was torqued. The ectopy continued but at lower frequency. Additionally, the patient had pleural effusions. The patient had heparin drip prior to the effusions. Blood products were given. Moreover, the patient had hypotension coupled with one suction event. Support continued.

Manufacturer narrative:
The investigation of vf/vt/af/at, positioning issues, vascular damage - peripheral vessel, and low pump flow has been completed. The impella device was not returned for evaluation. Vt/vf/at/af: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Positioning issues: clinical reported pump was repositioned from septal wall so inlet was by midventricular wall and was pulled back 1cm and torqued. It is unknown when the pump became mispositioned and what led to it. The root cause of the positioning issue was not determined as limited clinical information was provided. Vascular damage - peripheral vessel: the root cause of the vascular damage was not determined as no product was returned and limited clinical information was provided. Low pump flow: the data logs do not show any motor current spikes. The logs confirm suction alarms and 'impella position unknown' alarms. Placement signal was also noisy throughout support. The root cause of the low pump flow was most likely patient condition related as evidenced by clinical details mentioning issue occurrence due to coughing and ambulation and resolution after volume and stopped ambulation. D6b explant date added.